Manufacturer narrative:
Date sent to FDA: 5/4/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 04/29/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted, due to a ventral hernia. It was reported that the patient experienced pain, adhesions following the surgery. It was reported that the patient underwent removal surgery on (B)(6) 2018 due to recurrent ventral hernia. No additional information was provided.